Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1600245 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During use 5 of the 8 clips deployed worked correctly. The clip that the surgeon placed on the specimen side of the cystic artery unlocked as he manipulated it with the suction. He went ahead and dissected the gallbladder from the liver and removed the specimen. It was just very odd that the clip popped open with a little manipulation. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4); 20 samples were taken from the actual production (auto endo5 ml) lot # 73h1600175, a quality inspection was performed on the samples according with the procedure (B)(4),and issue reported "clip opened" was not present in the current manufacturing process. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
During use 5 of the 8 clips deployed worked correctly. The clip that the surgeon placed on the specimen side of the cystic artery unlocked as he manipulated it with the suction. He went ahead and dissected the gallbladder from the liver and removed the specimen. It was just very odd that the clip popped open with a little manipulation. The patient's condition was reported as fine.